Event description:
It was reported that the lead exhibited noise, the patient was brought in several times to troubleshoot and program around the noise. The noise was reproducible when the patient was rolled onto his left side. There was normal sensing in unipolar and bipolar vectors with capture threshold of 0.75v at 0.5ms in bipolar configuration. After extraction, a visual inspection of the lead showed abrasion at a curve and spiraled around the lead toward proximal end.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found an external insulation abrasion at 10 cm to 10.1 cm from the connector pin, due to friction with another device.